Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on (B)(4) 2014 with the following findings: black box confirmed time and date reset to default setting following power on reset on (B)(4) 2014 within 10 minutes. Pump was exercised for 24 hours; the battery was then removed for 6 hours after which the time and date reset to default. Pump was open to investigate and the internal battery was found to be leaking and unable to hold a charge. The keypad is torn over the contrast button. All of the keypad buttons respond properly. Removed the keypad and found no damage or contamination on the button contacts. Pump booted to the verify screen with dim pink contrast. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a leaking internal battery and a dim pink display. This report is made based on the results of an investigation completed on (B)(4) 2014.